Event description:
Newborn preemie in a giraffe omnibed, the bed's computer gave a failure message, when staff rebooted the bed, the incubator lid could not be lifted to allow removal of baby from incubator. Lid locked into position. The staff had access to the baby at all times through the portals but could not remove baby from the bed because lid was locked. Biomed for ge came and was able to enter an emergency code to reboot system and lift lid. Baby locked in bed for 20 minutes.